Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device but is similar to the artis zee device which is cleared in the united states under k181407. The investigation was performed by considering complaint description, customer service reports, system history, system log files, & complaint part analysis. During an emergency procedure, system was not able to do x-ray radiation, customer tried rebooting the system, but the system did not recover. The patient was transferred to an alternate system. There were no adverse effects on the health status of the involved patient. The customer service engineer (cse) investigated the system, analyzed log files and performed troubleshooting. Logs indicated that ¿collimator blade not movable¿, this restricted the x-ray field view therefore no x-ray were possible. Cse verified the collimator error and replaced the collimator, this fixed the issue. The defective collimator was sent back for deeper investigation, during analysis it was found that the d204 printed circuit board in the collimator was defective, which restricted the collimator movement. The relevant root cause for the non-conformity was determined to be a defective collimator. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device but is similar to the artis zee device which is cleared in the united states under k181407. Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee iii ceiling system. During an emergency procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.